Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg.

Event description:
It was reported that the patient's settings in the insulet omnipod dash and omnipod 5 pump do not match the settings that were downloaded to glooko reports. The reporter expressed concern that this issue may result in the provider to over or under dose a child with insulin. No adverse events were reported.

Manufacturer narrative:
Glooko was unable to investigate and determine the root cause of the reported data discrepancy issue because insufficient information was provided in the report. If any new information is received regarding this issue, a supplemental report will be submitted. No adverse events were reported.